Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 3 days after the sensor was inserted in the abdomen. The patient woke up around 1:00 am because of the cgm high alert, at that time the bg reading was 137 mg/dl. She was feeling nauseous, so they called for an ambulance. Emergency medical technicians arrived around 1:20 am, and in the ambulance the patient was treated with medication to decrease the bg, but it was reported euglycemia. She was taken to the emergency room, where she was treated with IV medication (she thought it could be potassium). At the emergency department they took the measurements and the cgm reading was 400 mg/dl and the bg reading was 116 mg/dl. She was also treated with potassium as a drink in a cup. The patient was discharged the same day at 7:30 am. It was reported that the event could have been caused by tramadol she took that night. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.